Event description:
Legal counsel for the patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for the patient alleges a revision was performed on (B)(6) 2012 due to patient allegations of metallosis. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain and infection. All components were removed and a cement spacer was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Product identification & expiration date - unknown. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure and/or product identification, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-01499 & 05146 / 05148).

Event description:
Legal counsel for the patient reported that the patient underwent right total hip arthroplasty on (B)(6)2005. Subsequently, legal counsel for the patient alleges a revision was performed on (B)(6) 2012 due to patient allegations of metallosis. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.